Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Pump did smell of insulting in reservoir tube, however no moisture damage inside reservoir tube, electronic or on motor assembly noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No missing end cap sticker/dome label noted.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture due to a leak from the reservoir tubing. The customer had a blood glucose level was 382 mg/dl at the time of the incident. The customer felt lethargic and has symptoms of watery eyes. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.